Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: >80cfu. Bacterial identification: paracoccus yeei, enterococcus faecalis, enterococcus casseliflavus. Sampling date: (B)(6) 2025. Sampling from: instrument channel cfu: 2cfu. Bacterial identification: rossellomorea sp. Sampling date: (B)(6) 2026. Sampling from: instrument channel. Cfu: 2cfu. Bacterial identification: prestia sp. Sampling date: (B)(6) 2026. Sampling from: suction channel. Cfu: 1cfu. Bacterial identification: cellulosimicrobium sp. The device was evaluated where an additional potential adverse event was confirmed where. The forceps channel and distal end had foreign material. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that, during reprocessing, the colonovideoscope suction channel tested positive for >150 cfu/channel colony forming units (cfus) of escherichia coli, enterococci, and enterobacteriaceae. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.